Manufacturer narrative:
Correction to section h6 patient codes: pain code updated to implant pain code. Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that this neurostimulator migrated, causing pain. A device revision was performed and the device was moved to the other side of the patient. There were no additional patient complications.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that this neurostimulator migrated, causing pain. A device revision was performed and the device was moved to the other side of the patient. There were no additional patient complications.